Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was cancelling boluses that were programmed through a paired meter and the patient subsequently experienced elevated blood glucose (bg) over 250mg/dl without symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged malfunction was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box indicated no issues; data from the time frame of the complaint date was overwritten due to continued pump use. The basal histories correlate appropriately to the programmed basal rate. The pump successfully completed a prime sequence, basal and bolus delivery accuracy testing, and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.